Manufacturer narrative:
The investigation into the thrombus issue has been completed. The device was not returned for benchtop investigation. As per the given clinical information, the root cause of the thrombus issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 68-year-old male patient has been treated for acute myocardial infarction / cardiogenic shock and received hemodynamic support from an impella 5.5 smart assist cardiac pump. It has been reported that one day after impella insertion, high purge pressure has been observed. The user suspected that a thrombus caused the issue and independently performed a lysis therapy through the purge sidearm of the impella 5.5 pump. The purge fluid has been changed from 5% glucose solution with sodium bicarbonate to 5% glucose solution with heparin. No harm has been done to the patient. The pump has not been removed and to our current knowledge is still supporting the patient.